Manufacturer narrative:
Batch review performed on 16 december 2019. Lot 177119: (B)(4) items manufactured and released on 12-feb-2018. Expiration date: 2023-02-01. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a potted stem. The surgeon revised the stem and head 1 year and 7 months after primary. The surgery was completed successfully.